Manufacturer narrative:
There were multiple lot numbers which may have been involved. The information for each lot number is as follows: medical device lot #: 2006222, medical device expiration date: 2025-05-31, device manufacture date: 2020-06-26. Medical device lot #: 2006233, medical device expiration date: date: 2025-05-31, device manufacture date: 2020-07-07. Medical device lot #: 2006305, medical device expiration date: 2025-05-31, device manufacture date: 2020-07-07. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd plastipak¿ 50ml concentric luer lock syringes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: a foreign matter is present in the plunger of the syringe. Immediate measures taken (*): stop handling with this syringe and use another syringe. Actual lot involved is unknown. Suspected lots 2006222 ; 2006233; 2006305.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-05. H6: investigation summary: one physical sample was provided to our quality team for investigation. Through visual inspection, a particle was observed between the stopper ribs. Using magnification, the particle was identified to be polypropylene particles and dirt. A device history review was performed for suspected lots 2006222, 2006233 and 2006305, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any particles inside the barrel. Manufacturing equipment undergoes proper maintenance and routine cleaning according to procedures. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the particles likely generated during the molding process or during movement of the product within the manufacturing equipment. Manufacturing personnel have been notified of this incident to increase awareness of this matter. A project 1690 was initiated to reduce any foreign particles inside our products. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that an unspecified number of bd plastipak¿ 50ml concentric luer lock syringes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: a foreign matter is present in the plunger of the syringe. Immediate measures taken (*): stop handling with this syringe and use another syringe. Actual lot involved is unknown. Suspected lots 2006222 ; 2006233; 2006305.